Event description:
It was observed during device evaluation that the camera head had damage that prevented the scope and camera head switch from operating. It was also observed that the camera head device experienced a leak, and corrosion was present on the coupler unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.